Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, when the physician tried to advance the device into the sheath, the shaft broke. The procedure procedure was completed with another of the same device. No patient complications were reported.